Event description:
It was reported that the pt's was explanted due to a possible infection. No tests or other info confirming the infection was available at the time of this report. The pt recovered without sequelae on (B)(6)2008. No further info was requested at this time.

Manufacturer narrative:
(B)(4)